Event description:
It was reported that the patient was experiencing difficulty charging ipg. The patient underwent an ipg replacement procedure for an MRI compatible ipg. The patient was doing well postoperatively. The explanted device will not be returned.